Event description:
It was reported that during an unknown procedure, the device kept being activated in about one and a half hours though the hand switch was not pressed when the device was used for the para-aortic lymph node dissection. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices c, w and x: other # = j90y3k (batch #); exp date = 3/17/2017. Device dd: other # = j9047v (batch #); exp date = 10/16/2016. Device jj: other # = h92n90 (batch #); exp date = 10/16/2016; 11/16/2011. MFR date: devices c, w and x: 4/17/2012; device dd: 11/16/2011; device jj: 11/16/2011. (Devices l, m, w, x, dd and jj): eph02 devices were received. Three devices (a, b, and c) were received outside their sterile package. The batches for these devices are j90t8r (a), j90t8r (b) and j90y3k (c). In addition, 33 devices were received inside their sterile package: 10 devices of batch j90t8r (d thru m), 11 of batch j90y3k (n thru x), six devices of batch j9047v (y thru dd) and six devices of h92n90 (ee thru jj). Device (a) was received in good physical condition. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (b) was received in good physical condition. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (c) was received in good physical condition. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (l) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (m) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (w) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (x) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (dd) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. Device (jj) was received in good physical condition and inside its sterile package. The instrument was tested for continuity and was found to be conforming. No inadvertent activation of the device was noted. There were no anomalies noted with the functionality of the device. No conclusion could be drawn as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.